Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button was unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the buttons were sticking; initially the down button started to mess up, followed by the up button. They reported that the issue occurred 1-2 weeks ago, but were unaware of the cause of the issue. The customer stated that the numbers were not ramping on their own and scroll bar was not moving with any input. The customer also reported a crack at the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. However peeling keypad overlay noted during visual inspection. Device also received with cracked case(battery tube) and cracked battery tube threads.(B)(4).